Event description:
It was reported that (1) 35lrt was used during a lap chole procedure. It was reported by the rep that the device broke upon insertion. The cannula broke where threads began. Fragment removed without opening pt. A new cannula inserted to complete surgery. There was a ten minute delay.